Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicated that there were no issues on the lead as the lead was mistakenly in placed or implanted. This observation no longer meets the definition of malfunction as there is no allegation against the lead form, fit, or function. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was implanted in less than a month. Subsequently, this lead was explanted and replaced due to other non product experienced. Additional information received which indicated that the lead was explanted due to being implanted in the coronary sinus (cs) not in the rv lead. The lead will not be returned. No additional adverse patient effects were reported. Another additional information provided which indicated that the lead was implanted by a mistake as it was meant to place the lead in the rv. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was implanted in less than a month. Subsequently, this lead was explanted and replaced due to other non product experienced. Additional information received which indicated that the lead was explanted due to being implanted in the coronary sinus (cs) not in the rv lead. The lead will not be returned. No additional adverse patient effects were reported.